Manufacturer narrative:
Pump received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm. (B)(4).

Event description:
Information received by medtronic indicated that the screen had moisture. Customer reported the fluid under the liquid crystal display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.